Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell on ice twice a few weeks ago and their whole body felt sore for days. They felt a shocking sensation when laying on their side and reported charging for an hour with excellent strength and their ins only reached 30% full. The representative met with the patient and their impedances were within the normal limit. The representative adjusted the patient's adaptive stimulation cones to see if the ins was sensing an alternate position other than lying left. The patient was instructed on how to check their positions. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s fall occurred approximately two weeks prior to (B)(6) 2018. The manufacturer representative did not know to what extent that the patient¿s fall affected their system. It was noted that the shocking and charging issues had been resolved. No further complications were reported or ant icipated.